Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was inappropriately withholding therapy for dual tachycardia episodes where the patient was noted to be symptomatic. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.